Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the damage to the lead insulation was unknown; the healthcare provider noted it as they were attempting to insert the lead. There were no patient complications reported as a result of this event. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the lead was used during a trial. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: unkn, UDI#: unkn. All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing implant for gastrointestinal /pelvic floor therapy. It was reported the lead had been implanted (B)(6) 2018, and when it was time to implant the ins on (B)(6) 2018 damage to the lead insulation was noted, next to the contacts that enter the battery socket. The hcp was unable to fully advance the lead contacts into the battery and noted visible damage to the lead insulation just beyond the 4th electrode contact. The contacts and proximal end of the lead broke off on the battery socket. The lead severed during process of placing lead in the battery and broke off inside the battery. There was no action possible to repair the lead and the lead was explanted. Patient status was alive, no injury. No further complications were reported or are anticipated.

Manufacturer narrative:
Analysis identified that the lead was not fully seated in the ins connector port. It was also identified that there was a lead or lead parts in the implantable neurostimulator (ins) connector port that could not be removed. If information is provided in the future, a supplemental report will be issued.